Event description:
The end user reported she has a rash under her border at the outside edge. She stated that it first appeared two (2) to three (3) months ago; she reports that it is red, itching and has minor bleeding.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated that the issue is now resolving. She is cutting the tape border off and applying benadryl cream. She is using a competitor's brand half moon seal or the stomahesive barrier that she cuts into a half moon shape to secure the pouch. She reported that she leaves the rash open to the air. The end user stated that she cleans with plain water and that under her mass she uses stomahesive powder; a curad skin protectant spray; the eakin and stomahesive paste. The end user was instructed to continue to cut off tape border and report back to health care provider if rash recurs. The end user saw her ostomy nurse and the nurse advised her to use benadryl cream and the one (1) piece pouch. Also is scheduled for an appt with her physician for a gastrointestinal CT scan planned. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.